Event description:
It was reported that a patient underwent a lap colon procedure in (B)(6) 2025 and suture was used. Before use on the patient, 2d data matrix barcodes could not be scanned. It's reported that 2d data matrix barcodes on the package could not be scanned as they manage product on package level. And they feedback the text on the package is not enough, they still want to scan the 2d data matrix barcode. Total 8 products occurred data matrix barcodes could not be scanned issue. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No besides the 2d data matrix barcodes issue, is the reported packaging containing conflicting product information that prevents proper identification of the product? No h3 investigation summary : the product was returned to ethicon for evaluation. One empty open foil packet, six top foils and one foil piece were received for analysis. Product code vcp602h. During the visual inspection of the returned samples, no anomalies or issues related to labeling were observed during the evaluation. The barcode qrs were readable with the scanner with positive results. The lot number is legitimate according to ethicon process as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.